Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, the catheter was allegedly got stuck when pulling out. It was further reported that it was allegedly difficult to remove the cannula from the guidewire after positioning. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure, the catheter was allegedly got stuck when pulling out. It was further reported that it was allegedly difficult to remove the cannula from the guidewire after positioning. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photo were provided for review. First photo shows the label information where the product specifications were verified. Second photo shows the introducer cannula where the wire is inserted into the introducer cannula. Only half part of the needle is visible in the photo. Therefore, based on the photo review, the reported failure difficult to remove could not be confirmed. Therefore, the investigation for the reported difficult to remove is kept as inconclusive as there were no proper evident provided. A definitive root cause for the alleged difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.